Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shocking lead impedance measurement when in triad configuration. Boston scientific technical services (ts) suggested programming to a different configuration and consider testing dft in new vector. Additional information was received and indicated that the cause was not determined and commanded shock was performed to test the integrity of the lead without the proximal coil included. The impedance was within normal range for that shock, so the physician chose to leave the configuration alone. The system remains in service. No additional adverse patient effects were reported.